Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps with different cables and adapters. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer will continue to use current pump for insulin therapy.